Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported that customer experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 307 and blood glucose was 186 mg/dl. Customer reported that when sensor was removed, cannula was bent. Caller was educated on when to calibrate and sensor glucose versus blood glucose. It was also reported that customer had a rash and irritation at the site. Customer declined returning sensor. Caller was advised to call should issue persist.